Event description:
User facility reported an uneventful novasure endometrial ablation was completed on (B) (6) 2009. On post hysteroscopy "a foreign body of some sort was [seen] in the cavity" which was successfully retrieved by the physician. During follow-up on (B) (6) 2009, the physician reported that a "thread from the array" was seen on post hysteroscopy and was removed from the uterus with graspers. The patient was discharged home following a brief recovery period. Additionally, the physician reported the patient has been seen on follow-up and "she is doing fine".

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. No abnormalities were found related to the reported information. Awaiting device return for evaluation. (B) (4).